Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had searched for her ins model online and saw that hundreds of people made comments about battery being bad, overheating, turning its self on and off, and jerking their knees. The patient stated she has had nothing but problems with the implant and she has read on the internet that people say the exact same things as she has so she must have a bad battery. Troubleshooting was offered but the patient declined stating she had already met with a rep about it. No symptoms were reported. There were no reported complications and no further complications were expected.